Manufacturer narrative:
The device lot number or any other details of the product were not provided. The 510(k) cannot be identified without information on the device used. There is no alleged failure of the pump and the device has not been returned for evaluation. Design, mechanical, and manufacturing elements relation to the function of the pump cannot be determined. No data presently suggests a direct link between any inherent aspect or feature of the pump and the development of chondrolysis. Although there is no randomized clinical data associated with the use of local anesthetics (with or without epi) and the development of chondrolysis, recent case reports, animal , and in-vitro studies suggest a possible connection. The use of thermal/rf devices, various dyes and solutions, mechanical injury to cartilage, osmolarity, biodegradable sutures, sub-clinical infection, age, surgical intervention, over tightened joints and various other physician/patient factors have also been reported as potentially contributing to or causing chondrolysis. The etiology of the condition remains unknown and is believed to be multi-factorial. Current labeling for this product advises about reports of a possible connection between local anesthetics (with or without epi) and chondrolysis in certain circumstances. The device was not returned for analysis.

Event description:
The patient reported she had shoulder surgery on (B)(6) 2007 in which a stryker pain pump was used in the subacromial space. The patient is alleging that after the surgery she has developed chondrolysis. She has had 2 additional surgeries in 2010 and 2015. The patient reported that per her notification two separate orthopedics did not confirm chondrolysis and did not believe her issues were related to the pain pump.